Event description:
Device malfunction: difficult to remove, device breakage. Symptoms/ae: surgical intervention. Time of malfunction and ae: during vessel closure. It was reported that a physician attempted an arteriotomy closure after an interventional procedure. Upon retrieval of the needle plunger, there was no suture attached. The physician put the foot lever down to remove the proglide from the arteriotomy; however, the device would not retract from the artery. The physician unsuccessfully cycled the lever and still, the device could not be removed using normal force. Blood was leaking around the distal guide. The device was removed surgically. The surgeon stated that the entry into the artery was a large but steep profunda. The proglide was found to have broken where the black plastic portion of the foot-elbow attaches to the metal guide. The patient received a bovine graft and is reported to be doing well. There were no reported adverse sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet completed.